Event description:
The pt was unable to adjust neurostimulation. The programmer or recharger displayed the 'call your doctor' icon and indicated the implantable neurostimulator was in a power on reset condition. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4)